Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that system was not powering on. Review of the log file showed ¿system not powering on¿ malfunction. Upon troubleshooting, fse checked wall breaker and found it was not tripped. Also checked teal ups and found the marathon ups controller was not operating. The defective parts were sent for analysis, for ups and battery malfunction was not confirmed and the mode of failure was "unknown". However, to resolve the issue fse replaced ups controller and battery pack, also performed visual inspection. After the replacement, the system returned to use in good working order.

Event description:
It was reported to philips that the allura system was not powering on. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the ups controller and the battery pack which resolved the issue. The device was returned to use in good working order. Philips has continued to investigate of this complaint.